Event description:
It was reported that this pacemaker recorded a high out of range pacing impedance measurement. Review of the device data determined there was a gradual increase over the past year. Further evaluation is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.